Manufacturer narrative:
Correction made to h3: device returned for evaluation: no (previously submitted as yes). Correction made to f10/h6: medical device problem codes: a0501 (previously submitted as a1203). Correction made to f10/h6: component codes: g04135 and g04134 (previously submitted as g04001). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the tubing was observed separated from the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at port. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.